Manufacturer narrative:
Integra has completed their internal investigation on 02/03/2016. The investigation included: methods: evaluation of actual device; review of device history records. Results: evaluation of device: the product was returned in a disassembled situation: the cc1.p1 (without protective sleeve) and the vk5.2 were separated. An optical investigation didn¿t show any damages on both devices. A functional test with plugging the cc1.p1 to the vk5.2 and afterwards removing it showed that the connection between both devices is functional and tight. A DHR review has been performed and no anormalies have been reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. The complaint was not confirmed. Both devices didn¿t show any damages and the connection between cc1.p1 and vk5.2 was functional and tight. It was not possible to reproduce the described failure.

Manufacturer narrative:
Additional information received from the customer on (B)(6) 2016: the luer connector was secure. When asked if it there was a possibility that the luer connector was opened by mistake upon removal of the drapes, the customer stated that this was highly unlikely as special attention was paid to the device at the time of the removal of the drapes and movement of the patient. The luer connector did fall away from the product. The patient was ready to be moved from the operating room table to a bed for transport to the sicu. It appeared as though the luer connector might have been intact, although the customer could not say with any certainty that it remained functional.

Event description:
The catheter was placed and secured at the beginning of the procedure. Upon removal of drapes, the attachment was noted to have loosened. Additional information was requested and on 18nov20115 and 21nov2015, the following was received from the customer: a (B)(6) male patient with an underlying medical condition of traumatic brain injury underwent a right hemicraniectomy. The catheter was screwed into the patient's skull with the supplied screw. The luer lock portion of the device failed and this was discovered following the operative procedure. The probe was then removed. The customer was not sure if monitoring was continued by other means. It was reported that it could have been measured by intracranial pressure (icp). The customer was unsure if there was any patient harm or injury at the time of the incident. However, patient outcome was reported "deceased - trauma patient". Date of death was on (B)(6) 2015. Cause of death was reported as traumatic brain injury. Autopsy findings were unknown. Linked to sus report# mw5057973.

Manufacturer narrative:
Correction on initial MDR sent: additional information was received from the customer on 18dec2015 and 21dec2015 (not what was previously reported: 18nov2015 and 21nov2015).